Event description:
New information received indicates that the patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal resulting in inappropriate anti-tachycardia pacing (atp) therapy delivered. The ICD was reprogrammed. Patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received.